Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer stated that the unicel dxc 800 synchron system displayed an error indicating that the cartridge chemistry (cc) cuvette was not dry before the first reagent was dispensed. Customer also stated that there was liquid on top of the reaction carousel cover. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to ensure that the wash collars on both the reagent probes were securely in place. Customer then tightened one of the loose probes. The cts then advised customer to prime the instrument and check the reagent probes for leaks, after which customer verified that there was no further leaking. Finally, the cts instructed customer to run all instrument controls to ensure that the troubleshooting effectively resolved the instrument issues. Customer verified that the instrument was functioning properly without any further problems. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issues.